Event description:
Pt's husband stated that approx 3 years ago his wife had a marlex mesh implanted during a hernia repair. Since then she had multiple infections, chronic drainage, foul odor, redness, and pain. It protruded through her umbilicus and required surgical removal of the mesh and umbilicus on (B)(6) 2012. He is now in the process of finding an attorney to assist him and his wife with a lawsuit.